Event description:
It was reported that the patient had difficulty charging since the beginning of the year described as january 2014. The caller indicated that they had sat with the patient for the last hour and that they had eight coupling bars the entire time and the battery did not increase from discharged state to 25%. It was noted that it did not increase at all. It was asked if it cut off at any time and the caller replied no it stayed on the entire time. It was noted that the patient¿s stimulation was off. The recharge statistics were pulled and the statistics did not match what was reported. The statistics showed poor coupling and ¿lots of intermittent sessions¿ over the last hour. It was noted that it was suspected to be patient activity or compliance. However, the caller was redirected to repair to rule out a recharger issue. There were six recharge sessions listed and all were conducted on (B)(6) 2014. It was noted that there were two sessions that listed an ins voltage after recharge of 0.000v. One of the two sessions was listed as 3.595v prior to recharge and the other was 3.520v. It was noted that both sessions had an average coupling of 0 bars and had a session length of 0 minutes. Four of the six sessions listed average coupling bars of zero, one listed an average of 0 and one listed an average of eight. The recharge length for three of the sessions was zero minutes, one was 18 minutes, another was 19 minutes and the final session was seven minutes. The 19 minute recharge session averaged zero coupling bars, the 18 minute sessions averaged two bars and the seven minute sessions averaged eight bars. The first session the ins voltage before recharge was 3.520 and the final session the ins voltage after recharge was 3.640. It was noted that the patient¿s pocket was parallel to the skin and less than 1cm deep. It was further reported that the patient was not able to charge the ins. The anomaly appeared to have occurred through product use.

Manufacturer narrative:
Concomitant products: product ID 37751, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator recharger (insr) was not charging, then it was reported that the insr was not charging her implant. She would get all the boxes shaded then it stopped. The patient had been working with a manufacturing representative (rep) for troubleshooting and the patient was advised to have the insr replaced. She had the insr replaced in (B)(6) 2014, but that resolved the issue for about 2 weeks. It was noted that ever since she got the implantable neurostimulator (ins), she had trouble charging. Troubleshooting was not performed because the insr was not available. It was later reported that the patient couldn't use her recharger. The patient was supposed to bring the recharger to her appointment with the rep, but she did not. As of her last appointment, (B)(6) may, her device was not charged. The patient was receiving therapy and was advised to contact the manufacturer to troubleshoot on her recharger since she did not bring it to the appointment. Based on the patient's information, the event and cause seemed to be from the recharger.